Event description:
It is reported that the pt was revised due to pain. At the revision surgery, the poly was found to be broken and worn. Original implant surgery was (B)(6) 2009.

Manufacturer narrative:
Eval summary: as received, the item exhibits pitting on condyle contact areas and worn out areas. In addition, there is damage caused during removal process. Since additional info such as operative reports and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, and type of activity (low impact vs high impact) are known. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval: the overall damage and deformity is too severe for dimensional analysis to the drawing. Mfg records for the reported device were reviewed and indicate that the device was manufactured, inspected, and packaged to specifications.